Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. This report is to capture the first incident while the patient using the same sensor session. On (B)(6) 2024, the patient¿s child called to remind the patient about their nighttime medications/insulin. On the call, the patient was dazed and confused. It was reported the patient was also sweaty, cold, and "having a hard time moving around". The patient's child headed to see the patient to check on her. When she arrived at the patient's apartment complex, the fire department was there for an unrelated fire alarm issue, but the patient¿s child approached them to help the patient. The firefighter assessed the patient and confirmed her confusion. The patient¿s cgm was reading 89 mg/dl at this time. The patient gave consent for the firefighter to call emergency medical services (ems). Ems arrived and transported the patient to the (emergency room (ER), on the way, her bg meter reading was 53 mg/dl. At the ER, multiple tests were done, including unspecified scans and x-rays. The patient was also hypothermic. She was treated with amlodipine, budesonide-formoterol, cetirizine, donepezil, gabapentin, levocetirizine, memantine, montelukast, and pravastatin. At some point in the hospital, a cgm/bg meter comparison was taken, and the values were "10-15 mg/dl off" but no specific values were reported. The patient stayed in the hospital overnight and was discharged the following day, on (B)(6) 2024 (over 24 hours). The patient continued to wear the same device. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on the same sensor session. Please see the following related complaint record (B)(4).